Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.